Event description:
It was reported that in (B)(6) 2013, the patient had a new lead or revision done. Further information regarding the revision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# lb5432, implanted: (B)(6) 2003, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).